Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that upon interrogation the device displayed battery voltage higher than the voltage at implant. The device was incorrectly trimming the battery voltage. The clinician elected to wait until the next interrogation to rewrite the trims. The device remained implanted.